Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after announcing a meal as usual and consuming less than the announced 55 grams of carbohydrates, with blood glucose peaking at 342 mg/dl and then declining to 318 mg/dl, and the user also reported recent difficulty managing glucose during the second week of device use. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education. Investigation included review of device data and user-reported history, assessment of infusion site status, and evaluation of meal and hypoglycemia treatment behaviors. Investigation of this case revealed no evidence of infusion set failure and suggested suboptimal use behaviors, including frequent use of less/more than options on meal announcements and overcorrection of hypoglycemia, which likely impaired algorithm adaptation and led to ineffective meal dosing and aggressive corrections. It was concluded, based on previously established findings for similar reports, that user technique and behavior contributed to the event.